Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing and a drop in r-wave morphology. The patient was also reported to be in atrial fibrillation. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. New information received indicates that the patient received additional inappropriate shocks due to t-wave oversensing. Reprogramming did not resolve the issue. An x-ray confirmed that the electrode was suboptimally placed. Surgical intervention was performed, and the electrode was repositioned. Almost two months later the patient again received inappropriate therapy.